Manufacturer narrative:
To date, depuy mitek has not yet received the complaint device from our affiliate in (B)(6). Our affiliate did state that a portion of the metal tip was left in patient. We do not know what impact this will have on the patient in the future. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here a depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.

Event description:
The tip of the inserter broke off during surgery. The surgeon operated a second time to try to remove the tip, but it was not possible to remove it without removing the graft. The tip was left in the patient.